Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous ventriculoatrial shunt. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at 10atm upon third inflaion for 10 seconds.

Manufacturer narrative:
Device evaluated by MFR.: a visual examination was performed on the returned pcb 2cm device. The balloon was observed to be unfolded which indicated it had been subjected to positive pressure. Blood was noted within the balloon which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied when liquid was noted escaping from a pinhole leak in the balloon. The pinhole was located in the mid body of the balloon. No issues were noted with the balloon material that could have contributed to the damage identified. A visual and microscopic examination of the tip, blades and markerbands identified no issues which could have potentially contributed to this complaint. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no damage or any issues along the length of the device that could have contributed to the complaint incident. No other issues were identified during device analysis.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous ventriculoatrial shunt. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at 10atm upon third inflation for 10 seconds.